Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 367 mg/dl at the time of the incident. Customer also stated that the they not received the multiple power loss alarm when alarm batteries are out of insulin pump. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.